Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt was not receiving enough stimulation in her painful areas. The physician was to replace the two leads (with the same lot number) with a different kind of lead. The pt's anatomy prevented placement of the new lead. The physician has no immediate plans to replace at this time; the system remains implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.